Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was disconnected. Reportedly, the user stated that the luer lock connection was tight and straight prior to the disconnection. The user's blood glucose (bg) level was 500 mg/dl with moderate ketones. The user addressed bg level with a manual injection. Additionally, it was reported that the user had been experiencing elevated and low blood glucose (bg) levels since the start of using the pump. The user reported a bg level of 400 mg/dl on (B)(6) 2016, delivered a manual injection and went low to 60 mg/dl. However, the user's bg level had been as low as 40 mg/dl due to overcorrection of insulin, including correction via manual injections. It could not be confirmed if manual injections were the only cause of the low bg levels. The user addressed the low bg levels with carbohydrates. It was noted that sometimes, if the user's husband find the user unable to get their own juice, that the husband would bring the user juice and the user would drink it with the assistance of the husband. At the time of the report, the user's blood glucose level was 147 mg/dl. Additionally, the user received an unspecified alarm since using the pump and the customer thinks that the pump is alarming due to low insulin; however, this could not be confirmed. Reportedly, the user was unable to clear the alarm. The alarm issue did not impact the customer's bg level.